Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion. This device was explanted due to advisory and replaced with the same model. No additional adverse patient effects were reported.